Manufacturer narrative:
Additional information: date of report: 07/23/2010, device info: avaulta biosynthetic support system, catalog # 486010, date of implant: (B)(6) 2007, (B)(6). (B)(4). Bard MDR # 1018233-2010-00068. MDR #: 9615742-2010-00027 (avaulta posterior biosynthetic support system).

Event description:
Procedure type: urological. According to the reporter: as a result of having the mesh implanted due to stress urinary incontinence, the pt has allegedly suffered injury, pain, erosion, and has undergone multiple surgeries and revisionary procedures. Additional information from importer report: it was reported by the pt's attorney that as a result of having the mesh implanted the pt has suffered serious bodily injuries, extreme pain, erosion of her internal bodily tissue, significant mental and physical pain and suffering and has undergone multiple surgeries and revisionary procedures and has sustained permanent injuries.

Manufacturer narrative:
(B)(4). Date of event was corrected to (B)(6) 2007. Date implanted was corrected to (B)(6) 2007.

Event description:
Additional information received, summary of facts 1. What was the indication for implantation of transvaginal mesh in this patient? Fibroid uterus, uterovaginal prolapse incomplete. 2. What were the postoperative complications that this patient developed following transvaginal placement of surgical mesh? (B)(6) 2007 - underwent vaginal hysterectomy, anterior and posterior . Colpoperineorrhaphy with enterocele repair, transobturator tape, anterior avaulta mesh, posterior avaulta mesh and suprapubic cystotomy complications post uretex, anterior and posterior avaulta implantation: (B)(6) 2007-(B)(6) 2008 - complains of chronic pelvic pain with pressure, severe abdominal pain, urinary retention, constipation, and strain to void - mesh coming through vagina and discomfort in the vagina, pain in the suprapubic region, urethral pressure and pain, abdominal pain's mesh exposed anteriorly approximately the size of a dime mesh erosion, outlet obstruction, abdominal pain "urinalysis: positive" in-office cystoscopy: some tenting laterally in her bladder from her previous procedure. No lesions or foreign bodies were identified. She continued to have exposed mesh visible in the vagina mesh revision surgery: (B)(6) 2008 - underwent cystoscopy, removal of vaginal mesh for exposed vaginal mesh and urinary retention. Following mesh revision did the patient present with serious complications, which required additional surgeries? Yes. Following mesh revision surgery, patient developed urinary retention, bladder incontinence, urine leakage, left flank pain, stress anxiety, urinary incontinence. Difficulty with her bowel movement - feels like some mesh is still in her vagina - vaginal discharge, perineal pressure and difficulty with clean intermittent catheterization (cic) secondary to urethra moving - feels like something sticking out in right vagina - left side abdominal pain and black stool - white mesh at the vaginal introitus approximately 1/8th, edema versus a prolapse of the anterior vaginal wall, tender anus and bladder - pelvic and abdominal pain, urinary retention, bladder spasm, constitutional symptoms &#63509;urinalysis: positive patient had physical therapy (pt) 1 time per week for 8 sessions &#63503;utcome of physical therapy: pain level 10/10mcgillpain scale, unable to have pain free intercourse, no applicable improvement in soft tissue mobility during (B)(6) 2008-(B)(6) 2011 and underwent the following surgeries: 1. Second mesh revision surgery: (B)(6) 2008- underwent cystourethroscopy, excision of vaginal foreign body-graft material and vaginoscopy for pelvic pain and eroded vaginal graft mesh material/foreign body 2. Third mesh revision surgery: (B)(6) 2011-underwent excision of posterior mesh for mesh erosion despite the multiple revision surgeries, she continued to have pain which was reassured as normal at that period of time postoperatively.